Event description:
The circulator noticed smoke and a flash of light. She immediately turned the electrosurgical uni off. The cautery cord was burned into two pieces. There was a dime size burn hole in the drapes and on the patient's left groin. The burn was treated with silvocaine cream at time of burn and with bacitacin and 4 x 4 gauze prior to discharge to pacuinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.